Manufacturer narrative:
Additional information received: it was reported that due to loss of proximal landing zone, endoanchors were implanted in the same procedure to prevent a type ia endoleak. Per the physician, the endoanchors did not cause the reported material defect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that there was no endoleak observed post-index procedure. The endoanchors were implanted due to changes in the aortic neck, which had shortened and need to be secured. There were no issues during the implantation the endoanchors. Film evaluation summary: the reported endoleak was confirmed; however, the cause an source of the endoleak could not be determined from the limited still images available. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation was seen only in one still image, from one viewpoint, making determination of the endoleak difficult. Post-implant CT's were not available for a more thorough assessment of the stent graft in vivo configuration. It is possible that the observed endoleak was a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) may have contributed to the a type iiib fabric endoleak, but this could not be confirmed from the limited films provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa. It was reported that a diagnostic angiogram of the limb etlw1616c124ee was carried out approximately 3 years post the index procedure and there was no evidence of any endoleak at that time.  It was reported approximatley 4 years post the index procedrue CT angiogram identified a type iii endoleak. The patient underwent I ntervention where the stent graft was relined. After the relining, no endoleak was detected.  The cause of the type iii endoleak was suspected material fatigue. No additional clinical sequalae were provided and the patient is fine.